Event description:
The reporter indicated that a 13.2mm, vticm5_13.2 -10.00/1.0/089 (sphere/cylinder/axis) implantable collamer lens tore during the loading process. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).